Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with cracked keypad overlay. Device received pump error 38 during rewind due to jammed motor gearbox. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind.

Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer was bale to clear the alarm however not able o rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.